Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An in-stent restenosis may be caused by various factors and may even occur inside non-defective stents that were correctly placed. Restenosis may be caused by neointimal hyperplasia, a hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction as well as by abnormal vessel geometry caused by stent implantation. An irregular stent placement as well as an insufficient pre- or post-dilation also may be contributing factors to the reported event. On the basis of the information available and as no image was provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. In addition, the IFU indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. Also the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that 22 months post implantation of the stent in the left sfa and proximal popliteal artery, the patient was admitted to hospital for foot pain and during CT, an in-stent restenosis was detected. Five days later, an angioplasty of the left sfa and proximal popliteal artery was performed. Angiography showed a high-grade stenosis in the distal 1/3 of the stent. A drug-coated balloon (size 5 x 100 mm) was used to perform the angioplasty and the entire length of the stent given there was minimal amount of the in-stent stenosis. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable to provide any further procedural details to bard.

Event description:
It was reported that 22 months post implantation of the stent in the left sfa and proximal popliteal artery, the patient was admitted to hospital for foot pain and during CT, an in-stent restenosis was detected. Five days later, an angioplasty of the left sfa and proximal popliteal artery was performed. Angiography showed a high-grade stenosis in the distal 1/3 of the stent. A drug-coated balloon (size 5 x 100 mm) was used to perform the angioplasty and the entire length of the stent given there was minimal amount of the in-stent stenosis. There was no reported patient injury.